Event description:
Physician noted first degree burn on the pt at trocar incision -2 x 2cm- after using ablator. After removal, the trocar was noted to have darkened rim around the inside edge. The tip of the abladtr was darkened.